Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable troponin t stat result for one patient sample from the ER. The initial result was 0.126 ng/ml and was reported outside the laboratory. The doctor called and questioned the result. The sample was repeated and the result was 0.010 ng/ml with a data flag. A second sample was drawn from the patient and the result was 0.010 ng/ml with a data flag. The repeat result was believed to be correct. The customer did not know if the doctor took any actions on the patient while waiting for the repeat result. No adverse event was reported. The troponin t reagent lot number was 17328701 with an expiration date of 07/31/2014. The field service representative found the high voltage (hv) was outside of ranges. He ran a hv adjust and adjusted hv back to the correct range. He ran performance testing and all checks were in correct ranges. The customer ran qc and qc was in correct ranges.